Manufacturer narrative:
H6: ventec received a copy of voluntary medwatch report mw5183272 from the FDA which had been submitted by the user facility. Section h10 has been updated accordingly. Based on ventec's investigation, it is important to note the following: the vocsn clinical and technical manual [pg. 24] states the following: ¿vocsn was designed for use with active, passive, valveless, or mouthpiece ventec one-circuits. Do not use third-party patient circuits with vocsn. Assemble ventec one-circuits and ventec one-circuit accessories using the procedures and sequences depicted in this manual. Warning: adding unauthorized attachments, components, or sub-assemblies to the ventec one-circuit can change the pressure gradient of the ventec one-circuit and adversely affect the performance of vocsn. Warning: to ensure patient safety, check the ventec one-circuit and verify that all system settings and presets are appropriate before providing therapy, and on a routine basis during therapy.¿ the vocsn clinical and technical manual [pg. 169] states the following: ¿replace the external bacterial filter between patient uses, whenever it becomes soiled or damaged, or every 30 days (at a minimum).¿ the vocsn clinical and technical manual [pg. 170] states the following: ¿replace the vocsn internal bacterial filter whenever it may have become contaminated or the external bacterial filter is compromised.¿ the vocsn clinical and technical manual [pg. 50] states the following: ¿the vocsn pre-use test calculates the resistance and leak of the ventec one-circuit. Based on these calculations, vocsn verifies the integrity of the ventec one-circuit, and also improves the accuracy of therapy delivered during ventilation. If used, the pre use test will also verify the connection status of the ventec one-circuit o2 tube. It is recommended to run a pre-use test each time the ventec one-circuit or its configuration is changed or in any way modified before initiating therapy.¿ the device has not been returned to ventec for an evaluation. The customer has advised that they do not plan to return the device at this time. In the event that the device is returned for an evaluation, ventec will submit a follow-up report as defined by 21 cfr 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. Based on the information available, ventec has determined that the cause of the reported issue is user error.

Event description:
Ventec received a copy of a voluntary medwatch report which advised of the following event: "trach vent dependent patient had a blue maintenance alarm, continue to ventilate. Company stated the vent could still be used and needed a software update. Home care went to update the software in the home and tested alarms and they did not work. Home care updated the vent and it still would not alarm despite alarm settings." No further details were provided.